Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the infusion set cannulas were bent upon removal. The customer stated that the issue occured 5 to 6 times since the last call in for troubleshooting assistance. He noted that the issue occurred 3 times in the last week. He also reported that he was taking blood thinners and blood would squirt all over the place when removing infusion sets. He stated that he had only saved one infusion set, noting that it was an infusion set which was very difficult to remove from the insertion needle. He stated that when he pulled the insertion needle out, he ended up ripping the infusion set out. He advised that the blood glucose reading was good, although he did not provide the exact value. He was advised that the infusion sets would be replaced. Nothing further reported.